Manufacturer narrative:
The device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery is before/approaching the indicator signifying that it the time for device replacement. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) battery was depleting quicker than expected. It was discovered that the patient was turning their remote monitor off every night which increases the amount of energy used for wireless telemetry when the monitor is always powered off between transmissions. The device remains in use. No patient complications have been reported as a result of this event.